Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10010. The rec'd an scs system which included two percutaneous leads from different lots. It was reported the pt experienced changes in stimulation with change of position. The physician explanted and replaced both percutaneous leads with surgical lead. Effective stimulation was achieved post-operatively. Please note: the explanted devices were discarded by the facility and will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.